Event description:
The manufacturers representative reported the patient experienced an infection. The patient had reported he was also experiencing too many complications while on morphine. The pump was explanted. The drug was changed from morphine to dilaudid. A follow up report will be sent when additional information is received.